Manufacturer narrative:
During inspection and testing, the probe was found to be broken off at the proximal end. The broken piece of the probe was returned. The breakage started at the cracked area of the probe and black discoloration of the area near the starting point of the breakage was observed. A review of the device history record found no deviations that could have caused or contributed to the broken probe. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the probe was broken because, during output activation in seal and cut mode, the distal end of the probe was slightly contacting a device with a thin tip causing generation of a spark and a force was applied to the probe during spark generation. A force to grasp tissue or a force to activate output in seal and cut mode was then applied to the probe which generated cracks on the probe and an error occurred. Due to continuous use of the device, the cracks on the probe progressed which led to breakage of the probe. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities." "Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." Olympus will continue to monitor field performance for this device. In addition, the tissue pad was worn. This was likely because no tissue was being grasped between the grasping section and the probe tip when output was activated in seal and cut mode for/after transection of tissue. Per the legal manufacturer, this device defect has no potential to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported the subject device gave an error. Additional details were requested regarding the reported event. No additional information was provided. The subject device was sent to olympus for evaluation. During inspection and testing, the probe was found to be broken. This report is being submitted for the malfunction found during evaluation (broken probe). There was no harm or user injury reported due to the event.